Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a possible allergic reaction occurred. An unk taxus express2 drug eluting stent was implanted in 2009. An undisclosed time later, the pt presented with increased blood pressure and flushing at night. The pt's allergist reports that the pt's medication for hypertension has been increased due to the symptoms. Add'l info has been requested and is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.